Event description:
It was reported that during a coronary treatment procedure a balloon rupture occurred. The calcified lesion was located in the right coronary artery (rca). The physician was predilating the lesion and inflated an apex monorail 2.0x12mm balloon catheter to 13bar and it burst after first inflation. The apex monorail balloon catheter was removed intact and no stent was deployed. The procedure was completed with a quantum maverick balloon. Patient status after procedure is ok.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.